Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the main tube broken. Pieces measuring proximately 0.0950¿ x 0.1290¿ were not returned with the instrument. Additional observation related to customer reported complaint: the instrument was found to have a segment of the conductor wire dislodged and sticking out from the main tube and proximal clevis. The wire insulation was not damaged, and the instrument passed an electrical continuity test. This is as a result of broken main tube. The conductor wire is dislodged as a result. The complaint regarding the tip falling out was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the permanent cautery hook fell out. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the tip was not completely detached. There was no instrument collision and no fragment fall into the patient. There was no injury to the patient.